Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Baxter's initial evaluation found the pump to alarm falsely for upstream occlusion. Further investigation could not duplicate this symptom; however, it was confirmed through review of the event history log. Physical inspection found that the tail pins of the ultrasonic flex circuit were cracked. These pins being cracked can cause false upstream occlusion alarms. The upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it was found to falsely alarm for upstream occlusion.